Manufacturer narrative:
Performance testing was run on the analyzer.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh ver. 2 assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a tsh value of 0.030 uiu/ml and this value was reported outside of the laboratory to the clinician. The clinician questioned the value and the sample was repeated on (B)(6) 2022, resulting in a tsh value of 3.98 uiu/ml. The tsh reagent lot number was 58990500, with an expiration date of 31-dec-2022.

Manufacturer narrative:
Performance testing was within specifications. It was determined that the customer uses 13 mm. Diameter tubes and does not use rack adapters required for 13 mm. Diameter tubes. In addition, the customer cleans probes only weekly, but daily probe cleaning is required for the sample probe. The investigation could not identify a product problem. The cause of the event could not be determined.